Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: ; preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4); preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires. Further information received indicates the device was functioning at the time of explant; therefore, the conclusion has been updated to reflect this.

Event description:
The device was returned due to the advisory, analyzed by the manufacturer, and subsequently tested out of specification. No patient complications have been reported.